Event description:
The user facility reported that a physician complained of lower power. During testing found cut setting at higher settings, with a low reading. The coat function was also reported to be questionable. There was no patient harm reported.

Manufacturer narrative:
(B)(4) followed-up with the user facility via phone and in writing to obtain additional information regarding this report w/o success. The device referenced in this report was returned to (B)(4) for evaluation. The evaluation did not confirm the user's report. The referenced device was found to be working appropriately. The evaluation confirmed that all energy output were correct and all test results were found within specifications. The front panel switches were working w/o issue and the unit passed the self power-on test. The device was serviced and returned to the customer. Following shipment of the unit to the user facility, (B)(4) was informed that this device was part of a recall associated with components that may fail to provide consistent delivery of energy, and therefore cannot determine that this matter did not cause or contribute to the reported event. (B)(4), and will be notifying all affected consignees of this issue. This report is being submitted as a medical device report in an abundance of caution.